Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that once the insulin level in the cartridge reaches 20 units of insulin or below, customer's blood glucose (bg) level begins to increase (165-200 mg/dl). Customer believes the pump is not able to operate when the insulin level in the cartridge becomes low. Customer stated they deliver boluses, set a temporary rate, or deliver manual injections to address bg levels. It was also noted that the customer uses humalog insulin for longer than the labeled 2 days. Customer indicated that they bring bg levels back to target range by changing out the cartridge on the pump.